Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: france. It was reported that the jaw of the device broke when the surgeon was using the device during the surgery. The broken part was not found right away. The patient was to get a scan to locate the broken part, since it could not be found with the scope. The part was found with the scanner and the part was extracted from the patient.